Event description:
A hosp or supervisor reported that two pt's experienced moderate to severe bradycardia during laparoscopic tubal ligation procedures. Although she does not know when the adverse events occurred, the supervisor stated that an olympus uh1-2 was in use at the time of the incidents. According to the hosp supervisor, the procedures were performed back to back by the same gynecologist. Only one pt was treated with an intravenous dose of atropine; there were no post procedural complications for either pt. The supervisor reported that a similar incident occurred several weeks earlier. Details regarding the earlier event were not provided.